Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the device was replaced on (B)(6) 2023. The customer refused to return the device and this information was also confirmed with the physician/account.

Event description:
Information was received from a patient regarding an external device. The reason for call was today the pts controller quit working when recharging the ins, the pt went to check the charging session and nothing would light up. The pt had plugged the controller into the ac power supply but the controller would not charge up. The pt plugged the controller into the belt but nothing happened for no light would come on. Pt said they had reset the controller. During call pt removed the controller battery and plugged the controller into the ac power supply, the pts controller turned on. Pt put the battery back into the controller and the controller was recharging. Pt unlocked the controller and they got no device found. Pt said the ins had 70% battery today when the controller quit working. Pt attempted to recharge ins and they got system problem rm05. Pt verified no damage to the rtm or to the controller charging port. The issue was not resolved. An email was sent to the repair department to replace the recharger. No symptoms were reported. Additional information was received from a patient (pt). It was reported that the pt could not charge the implantable neurostimulator (ins) because it would not find the device when trying to charge the ins. They attempt to go through passive recharge mode and they get 100. The pt had reset the controller but that did not help. The pt said their back will hurting again. During the call, the pt verified no damage to the controller charging port then said this was not the first time they had a problem for they had a problem 6 or 7 months ago and they were sent a new recharger (rtm). During the call, patient services (pss) realized the pt was using their old rtm cord and not a new one. The pt said they did have two rtms in their possession. The pt said they will try to charge the ins with the other rtm and call back if issues persist. Additional information was received from a patient (pt). It was reported that they received the replacement recharger and they still couldn't recharge the implantable neurostimulator (ins) battery. Agent confirmed they were using the replacement recharger. Pt attempted to recharger the ins, but saw the no device found message and entered passive recharge mode with 95-95-95. Agent reviewed the passive recharge mode process and reviewed the external equipment was functioning as intended. The pt stated that their back began hurting due to not being able to charge. Agent suggested the pt continue through the passive recharge mode process for at least one hour and if the issue persisted they should follow-up with their healthcare provider (hcp). Additional information was received from a patient (pt). It was reported that they received the replacement recharger from this case, but still couldn't recharge the implantable neurostimulator (ins). Pt provided the old recharger serial number and agent suggested the pt set the old recharger away to return back to repair and to use the replacement only. Pt repeated previously documented information from this case. Agent had the pt initiate a charge session and they saw the "no device found" message and continued through the passive recharge mode process with 63-96-96. Agent reviewed the passive recharge mode process and suggested the pt continue until they saw recharging excellent. Agent reviewed role of rep and provided the pt with the nas number for their healthcare provider (hcp) office. Agent suggested the pt follow-up with their hcp to meet a mdt rep if the issue persisted. Additional information was received from a patient (pt). It was reported that they have no recharger and no way to charge their implant. Agent confirmed several times that patient did not have a recharger as they sent both their old one and the replacement they had received back. Patient stated it was saying it could not find the device so they sent both cords back because the recharger is always what needs to be replaced. Patient confirmed they have the controller and the belt but no recharger. Patient noted they've been without the therapy for a week and a half and their back is hurting. A replacement recharger (rtm) was sent out. Additional information was received from a manufacturer representative (rep). It was reported that the patient received replacement recharger yesterday, performed passive recharge cycles for 3 hours and is still unable to charge normally. Caller walked through troubleshooting over the phone with patient today including resetting and the controller and one passive recharge cycle. Caller stated patient was getting near 100 on the antenna locate screen but then saw message "unable to charge device" and they still weren't able to initiate normal recharge session. Caller stated ins has been dead for about 2 weeks. Technical services (tss) suggested meeting patient in office to perform passive recharge cycle and ensure recharger is working as intended and if needed, perform disable device function. Caller stated they feel like this patient is always calling them with external equipment issues and has called patient services (pss) several times. Additional information was received from a patient (pt). It was reported that they couldn't recharge the ins. Pt just received a replacement recharger again from this case because they sent their old and replacement recharger back to repair. Agent had the pt initiate a charge session and they entered passive recharge mode with 93-98-99. Agent reviewed the passive recharge mode process and suggested the pt continue for at least one hour and to follow-up with their mdt rep if the issues persisted. Pt noted they would consult with their mdt rep if they couldn't advance. Additional information was received from a manufacturer representative (rep). It was reported that while meeting with pt who reports that they have still been unable to charge since receiving new rtm last month. Mdt rep reports they were able to interrogate the ins with their tablet, but when attempting to connect the pt's controller to the ins w/ and w/out the recharger (rtm), it will not find the ins. Mdt rep reports that they attempted to re-pair the pt's controller via tech mode to the ins, but after plugging in the rtm in, it would not locate the ins. Mdt rep reports that she tried to initiate a normal ins recharging session and reports that the message stated to ensure the rtm was plugged into the controller. Mdtrep reports that she was able to get to the passive recharge screen which showed all numbers at 100, which decreased when she moved the antenna away from the ins. Mdt rep reports she does not have extra external components to try. The issue was not resolved through troubleshooting. A replacement controller was sent out. Rep called and said the screen doesn't respond that it flashes and the buttons respond the same way. Ts sent repair a request for another replacement. Medtronic rep called back and reports difficulty using pt's new recharger with a spare controller to find the ins. Rep reports that there are aa batteries in the controller from her trunk stock. Tss explained that recharging session cannot be completed with aa batteries. Rep reports she will have pt wait for the controller replacement, charge their lithium battery pack in controller, and use recharger and call if further assistance is needed. Rep called back and was with pt. Caller stated pt has received numerous replacement controllers and rtm's and are still unable to connect to the ins with the controller. Caller stated they had a brand new controller and rtm and attempted to connected to the ins and was still unable to. Caller stated they are able to interrogate with the clinician programmer (cp) app with no problem and confirmed the ins was 90% charged. Caller stated they have attempted to disable and re-enable and it did not resolve the issue. Tss reviewed information and transferred caller to healthcare it for assistance in pulling medtronic log files and communication manager log files. Caller will forward the log files by responding to the email in this case for further analysis. Spoke with rep about clinic visit on sept 22 with pt. They tried 2 attempts at disable/re-enable and were only getting "no device found". Pt has not had any known trauma or procedures. Also spoke with another rep who was also present for pt's sept 22 visit. They were able to interrogate pt's ins successfully and could turn stim on fine and pt was feeling stim but they decided to keep stim off since pt wouldn't have access to changing their stim settings and pt needs to charge daily. Rep sent cp app session report and this was forwarded to engineer. Pt called back and stated he has not heard back from anyone since he talked to the reps last. Pt stated he has received multiple pieces of equipment but he cannot connect to the ins to charge. Pt verified he is using the most current equipment. Pt tried to connect to charge and was in passive recharge mode. Pt stated he has done this before but the passive charge will not connect to regular charging even after 2 hours. Pss consulted with technical services in stim tech and she stated that engineers are reviewing logs provided by the reps. Pss is sending a message to the field as an fyi about pt call. Information was received from a manufacturer representative (rep) regarding an external device. The log that the rep provided showed that an impedance check was made and electrodes 6, 7, 15, 12 were all out of range. Additional information was received from a manufacturer representative (rep). It was reported that there was nothing found in submitted log files in terms of malfunction of the implantable neurostimulator (ins). Technical services (tss) reviewed consideration to replace ins since no further troubleshooting could be identified. Tss sent the rep information for warranty team and contact for out of pocket expenses if needed. Additional information was received from a manufacturer representative (rep). The rep reported that they were not aware of the impedance issue and there was also nothing in their notes. The rep stated that the last time they did an impedance check they all came out fine. The rep also stated that the patient is scheduled to have their device replaced on (B)(6) 2023. The patient's weight was asked, but unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.